Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time. As the result of checking the subject device and the manufacturing record of the same lot, there was nothing abnormal detected.

Event description:
It was informed that the doctor attempted to take sampling on the cancer during an endobronchial ultrasound-guided transbronchial needle aspiration. But there was no resistance while the doctor extended and pulled the needle. The doctor thought that the stylet was broken. The doctor severed the subject device and safely retrieved the remaining part with extended needle from the scope. The doctor completed the procedure with another device. There was no other patient injury regarding this report. Also, the doctor commented that the node of the patient was hard like a golf ball, and the cancers were closely packed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The needle tube was broken off at 38mm and 500mm from the distal end. The shape of the broken surface on the needle tube was crushed. There was a kink at the rear end of the needle tube. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation result of the subject device and the past similar cases, it is known that the crushing and the breaking of the needle tube were caused by load applied to straighten the bent needle tube for unspecified reason. It is known that a deterioration of metal strength was caused by repeatedly bending and straitening the subject device. It is surmised that the referenced malfunction was most likely to occur for the above reason. Also, the kink might be caused by excessive load applied to the needle tube while inserting the subject device into the scope abruptly. The instruction manual of the subject device warns: when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Do not insert the instrument abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.